Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had the scs ipg replaced on (B)(6) 2021 as it was near end of life. Stimulation therapy was reportedly restored postoperatively.